Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m90316. The device was received with the electrode and ceramic separated as one piece returned with the device but still attached to the active rod. Upon visual inspection under magnification it was noted that the ceramic was damage. The ceramic was damaged by the separation of the electrode from the lower jaw. In addition, there were no anomalies found with the upper jaw as reported in the event description. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during an abdominoperineal resection procedure, the device jaw, after multiple usages, stuck together. When the surgeon inspected it to try and open the jaw, a portion of the top jaw broke mid procedure. Nothing fell into patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.